Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The compact air drive device was evaluated and the reported condition that the locking mechanism was tuck and the device could not engage the attachment was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device would not rotate and failed pretest for check the power with test bench. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device would not rotate. It was further determined that the device failed pretest for check the power with test bench. It was noted in the service order that the device ¿locked drill / saw does not lock the blade¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.